Event description:
The rn attempted to insert an IV into the patients arm. The IV catheter malfunctioned. No patient harm. Manufacturer response for IV catheter, insyte (per site reporter): several previous reports with same issue.